Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of chronic deep vein thrombosis (dvt) and pulmonary embolism (pe) while on anticoagulation. Prior to the filter implantation, the patient underwent a computerized tomography (CT) angiogram which showed bilateral pe with thrombus at the bifurcation of the main pulmonary artery, thoracic aortic and coronary artery calcification and a mildly sized hernia. The filter was deployed at the l3 level without any complications. The patient tolerated the procedure well and was taken to recovery in stable condition. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to progressive extensive bilateral deep vein thrombosis (dvt) extending into the filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the patient profile form (ppf), the patient became aware of the reported events six months and twelve days post implantation. The patient reports to have blood clots, clotting, occlusion of the inferior vena cava and caval thrombosis and be suffering from mental anguish. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to progressive extensive bilateral deep vein thrombosis (dvt) extending into the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. A recurrent dvt in patients with existing thromboembolic disease is not an unexpected event. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to progressive extensive bilateral deep vein thrombosis (dvt) extending into the nc filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicates that the patient had a history of chronic deep vein thrombosis (dvt) and pulmonary embolism (pe) while on anticoagulation. Prior to the filter implantation, the patient underwent a computerized tomography (CT) angiogram which showed bilateral pe with thrombus at the bifurcation of the main pulmonary artery, thoracic aortic and coronary artery calcification and a mildly sized hernia. The filter was deployed at the l3 level without any complications. The patient tolerated the procedure well and was taken to recovery in stable condition. According to the patient profile form (ppf), the patient became aware of the reported events six months and twelve days post implantation. The patient reports to have blood clots, clotting, occlusion of the inferior vena cava and caval thrombosis and be suffering from mental anguish. A review of the manufacturing documentation associated with this lot (15601063) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.